Manufacturer narrative:
Findings: additional information has been reviewed after the initial report was submitted.

Event description:
The customer clarified that the insulin pump is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed every 10 minutes. They replaced the battery and still the pump alarmed that the battery was depleted. A pump reset was performed but no other information is available. It is unknown if the insulin pump will be returned for analysis.